Event description:
It was reported that the insulin pump has a frozen display. The blood glucose reading is 112 mg/dl. The screen shows normal icons and black circle. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.